Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump was unable to perform prime, occlusion, and excessive no delivery test due to prime alarm. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, scratched case, cracked belt clip slot, and missing end cap sticker.

Event description:
Customer reported she was having high blood glucose. She treated with a bolus delivery, but her blood glucose was not coming down. Customer then changed her infusion set and reservoir. During the priming sequence, customer was connected to the device. Even though she released the act button, the insulin pump delivered the entire reservoir to customer. Customer's blood glucose was 450 mg/dl. After delivering the whole reservoir, customer's blood glucose is 298 mg/dl. Customer stated insulin is squirting out during the manual prime process. Customer was advised of the proper priming method. The drive support cap is sticking out. The alarm history had two alarms. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).